Event description:
It was reported that the patient experienced inappropriate therapy by the cardiac resynchronization therapy defibrillator (crt-d) for the detection of supra ventricular tachycardia (svt) and atrial fibrillation (af) with rapid ventricular response that was classified as fast ventricular tachycardia (vt). It was noted that the patient was weed whacking in the yard while taking frequent break. The patient pulse was fast, the patient overheated, and the device shocked them. It was noted that the right atrial (ra) lead appears to be undersensing and the left ventricular (lv) lead exhibited high threshold measurements. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpa2qq crtd; 5076-45 lead; implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.